Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the colonovideoscope experienced defective angulation. The issue was found, during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material was observed in the nozzle. Based on the investigation's results, it is likely that stretching of the angulation wires caused the reduced angulation. The type of foreign material in the nozzle was unable to be identified and the scope was reprocessed according to the instructions for use (IFU). Therefore, a definitive root cause of the foreign material remaining in the nozzle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.